Event description:
It was reported when the device was used during an open gastric bypass roux-en-y, it misfired resulting in no staple line being created. The case was completed with a like device with no pt consequence.